Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, the instrument did not fire properly. The hosp did not provide any further info.